Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that live and reference display were dropping out on flex vision monito. After reviewing log file, fse found the original problem with power tray. Fse replaced the power tray and installed of pdm (power distribution monitor). After the replacement of the power tray, the system was returned to use in good working order. The defective part was returned for analysis and the main suspected failed component of the power distribution monitor. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that live and reference display were dropping out on flexvision monitor. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.